Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) was "cracked". There was contact with the patient. The procedure was completed using a backup lens.

Manufacturer narrative:
The lens was returned in the lens case. A very small amount of viscoelastic was observed on the lens. The optic is cracked and has been cut into two pieces. The indicated cartridge is a qualified lens/cartridge combination. The handpiece model was not provided. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Iol product history records were reviewed and documentation indicated the product met release criteria. The root cause for the lens damage may be related to a failure t follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. It was also noted that very little viscoelastic was dried on the lens. This may indicate an inadequate amount of viscoelastic was placed into the associated cartridge. The manufacturer internal reference number is: (B)(4).